Event description:
It was reported that the preloaded intraocular lens (iol) had a scratch at the base of the haptic after the reporting physician had implanted it without observing any issues. Account indicated that prior to implantation, ophthalmic viscosurgical device (ovd) was used and it was left for two or three minutes to be absorbed well until insertion. The original iol was cut to be removed, and another iol of the same model/power was implanted. The procedure was successfully completed. There was no reported patient injury or health damage. No further details were provided.

Manufacturer narrative:
Unknown, as information was requested but not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Email address: unknown/not provided, as information was asked but it was not provided. Telephone number:(B)(6). PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.